Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative and a business partner. On (B)(6) 2016 the physician noted there was not a drug problem, it was a hardware problem. It was reported part of the catheter was removed due to a kink. A replacement catheter was connected to the remaining portion.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative receiving lioresal 1000mcg/ml at unknown dose via an implanted pump. Indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. A physician did a pump replacement on (B)(6) 2016, the catheter was not replaced and the patient was going through withdrawal. It was stated that the surgeon believed that there was a problem with the catheter. The caller was going to meet with the physician in the emergency room.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from manufacturer representative on (B)(6) 2016 stated patient's catheter was replaced on (B)(6) 2016 as healthcare professional felt the catheter was blocked. It was stated patient is doing much better. No further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.